Event description:
Customer called to report the outter ring inside the reservoir compartment was broken. Blood glucose reading was 106 mg/dl. Customer did not recall how the damage occurred. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump had broken reservoir tube lip, a missing reservoir tube o-ring and cracked battery tube threads.